Manufacturer narrative:
Unable to evaluate at this time due to pending litigation. Cannot draw any conclusions at this time.

Event description:
Received a letter from an attorney alleging the patient sustained injuries as a result of an accident with our powerchair.